Manufacturer narrative:
The device was not returned for analysis. Review of service history found no repair in the previous 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported that device had a downstream occlusion error despite all lines being open. There was patient involvement, but no harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.